Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and 3005099803-2025-06489 for the exalt d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an unknown procedure on (B)(6) 2025. During the procedure, the controller stopped working and visualization was lost. The controller was restarted twice but would not power up, troubleshooting confirm power supply cables were properly connected. No further information has been obtained despite good faith efforts. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block e1: (B)(6) hospital, (B)(6).